Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A recently implanted patient reported that when connecting implantable neurostimulator (ins) to patient programmer (pp) a screen with a doctor showed up on pp of por-power on reset. Patient attempted to connect to ins with pp during the call and confirmed warning por. Patient noted still has bandages over ins. Patient said she tried to contact healthcare provider (hcp) and hcp was going to call the rep for patient to work with. Patient said she hasn't heard back from hcp yet and the representative. There was none symptom reported. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.